Manufacturer narrative:
The reported inability to loosen/tighten the rv set screw was confirmed in the laboratory. Visual inspection identified rv material inside the rv screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening/tightening the set screw. The set screw likely became backed out during the procedure to reposition the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the right ventricular lead was removed and a new lead was placed. The implantable cardioverter defibrillator's (ICD) set screw was then unable to turn and tighten within the device. The ICD was explanted and replaced. The patient was stable throughout.